Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture at maximum output in bipolar configuration. The lead was programmed to unipolar where the lead exhibited unacceptable high threshold. The patient experienced muscle stimulation. The lead was capped and replaced. The patient was stable post procedure.